Event description:
X1 case of user error: zilver vena stent, sized 16×60 mm to treat may-thurner syndrome (B)(6) 2024, successful surgical extraction of an embolized iliac vein stent from the right heart: a case report migration: a chest x-ray showed a large stent in the cardiac silhouette. A transthoracic echocardiogram revealed an echo-dense structure across the tricuspid valve extending from the right atrium into the right ventricle. Further review revealed that a zilver vena stent, sized 16×60 mm, was initially placed in the left iliac vein in (B)(6) 2022 to treat may-thurner syndrome. After a multidisciplinary discussion, an endovascular retrieval by a vascular surgeon was attempted on (B)(6) 2023. After obtaining access to the left femoral vein, an ev3 25-mm single lobe snare was used to attempt retrieval. However, this was unsuccessful, as it could not capture the stent. Therefore, a trilobe snare was then used, which was able to engage the stent; however, retrieval attempts only led to elongation of the stent, as the proximal portion was clinging onto the tricuspid valve. Further attempts led to a fracture of the distal one-third of the stent that was retrieved. A cardiothoracic surgeon was then consulted, and the decision was made to attempt to remove the stent via a median sternotomy. Preoperative cardiac catheterization showed only minimal coronary artery disease. The patient was then taken to the operating room. After induction with general anesthesia, a transesophageal echocardiogram probe was inserted, and a median sternotomy was performed. The surgeon noted at least moderate tricuspid regurgitation. The patient went into atrial fibrillation with rapid ventricular response, for which a direct cardioversion with internal paddles was performed using 10 j, with conversion to sinus rhythm. A cardiopulmonary bypass was initiated after cannulating the superior vena cava, inferior vena cava, and distal ascending aorta. The right atrium was then opened obliquely with a 6.35-cm incision. The stent was visualized projecting across the tricuspid valve and appeared to be endothelialized, since it had been 8 months from the time of implantation. The stent was seen across the tricuspid valve, chordae, papillary muscle, and right ventricle free wall. The stent was cut out and removed, and the tricuspid valve was left intact. This file will capture x1 case of user error: zilver vena stent, sized 16×60 mm to treat may-thurner syndrome.